Event description:
Customer reported issues with the insulin pump. Customer states that the sensor readings have been off. The blood glucose reading is 171 mg/dl. The insulin pump shows inaccurate readings of 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.